Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer states unit is failing ops check, status logs show ECG front end failure. There was unknown reported patient involvement / adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. Diode was defective.